Event description:
This lead was implanted on (B)(6) 1999 and was explanted on (B)(6) 2014 due to infection. The patient was admitted on (B)(6) 2014 at (B)(6) hospital and was transferred to another hospital at (B)(6) hospital in (B)(6) hospital, australia. The physician was not known. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).